Manufacturer narrative:
H10: the philips service engineer (se) reported that the motor controller (mc) printed circuit board assembly (pcba) was replaced. The device passed all performance verification testing, and the system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The customer contacted philips, and reported that they are still observing the same issue that was previously reported. The remote service engineer (rse) noted that the device had been at the bench twice over the past five months, and that the bench could not duplicate the issue (powered on 150 times with no issues). Additional onsite service would be provided, and is pending. Investigation is ongoing.

Manufacturer narrative:
The philips service engineer (se) reported that the central processing unit (cpu) board, and motor control (mc) board were replaced. A performance test and verification was performed, and the device passed all tests. The device was returned to service.

Manufacturer narrative:
The customer reported that they received the device back from bench repair, but the device is still displaying the same issue. The device is being returned to philips for further repairs.

Manufacturer narrative:
The record was reopened, as the suspected motor controller printed circuit board assembly (pcba) was returned to philips for failure investigation. The technician evaluated the part, and documented the following conclusion/root cause, "product investigation lab (pil) was unable to confirm the problem(s) described in the pr. No fault found."

Manufacturer narrative:
The service engineer (se) evaluated the device, and reported that the issue could not be duplicated. The se noted that the device was started over 150 times, but the issue did not reoccur. The se then spoke with the customer regarding the issue, and it was reported by the customer, that the device was initially booting up fine when it arrived, but after several days of storage the device started alarming when it was booted up and there was no video. The se then checked the log file and confirmed initial boot, but noted that the boot that occurred days later with alarm, and nothing was registered. The se noted that due to the intermittent problem, the se would attempt to resolve the issue by replacing the power supply and user interface (ui) printed circuit board assembly (pcba). The repair is pending. Investigation is ongoing.

Manufacturer narrative:
H11: below details of device evaluation and repair not included in previous follow up submission: additional details were documented regarding the evaluation/repair of the device. The service engineer (se) reported that the device was beeping when trying to power on the device; it was then noted that the display remained dark. The se then checked all connections and measured the volts from the power supply. The se replaced the power management (pm) board, and motor controller (mc) board; however, the device would still not power on. The replacement pm pcba & mc pcba were removed; the se then swapped the interface with another device to make sure it was working. It was noted that the battery was unplugged, and then left overnight; the se then returned the next day, and connected the battery, and the device powered on. The device was connected to ac power with no interruptions, and the device was running/breathing with "quiklung" for an hour. The device did not shut down or show any errors; the device was then powered off, and on with a normal response was normal.

Manufacturer narrative:
H10: the philips service engineer (se) reported that the device was confirmed to have intermittent issues with not botting up, and alarming/beeing without generating any error codes. The se then reported that the motor controller (mc) pcba would need to be replaced to resolve the issue. Investigation remains ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. When the customer attempted to power on the device, it alarms until the power button is held until stopped. The customer stated that they had previously had this issue, and replaced the central processing unit (cpu); however, the device is now experiencing the same issue. Onsite service was requested. Investigation is ongoing.